Event description:
Materials: 309646, batch#: 4305997. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: it was reported by the customer that; black particle / ink markings. Verbatim: from response, initially reported for lot 4340711 but sent sample from lot 4305997. Could you please clarify why a different lot was sent for investigation? Not sure if the incorrect lot number was sent over initially. Have another syringe w/ same lot and ink black dots, why is this happening so much!? Lot 4305997. Has the returned lot already been reported to bd? If so, could you share the complaint number? Na. Was the same issue observed with the returned lot? Black particle / ink markings. What was the date of the event? A few weeks ago, + 3/9/25. What was the patient outcome? Were there any clinical signs, health consequences, or impacts? Not used for pt. Were any adverse events or serious injuries reported to the patient or healthcare professional? Not used for pt.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). - supplemental MDR - foreign matter. One sample was provided to our quality team for investigation. Upon evaluation, it was observed that the sample has a slight ink ring around the barrel below the bd logo. The condition observed does not affect form, fit, or function, therefore, acceptable per product specification. Furthermore, a device history record review was completed for provided lot number 4305997. All visual inspections were performed as per requirement with one quality notifications related to the complaint defect. Batch 4305997 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.